Event description:
Information received from the (B)(6) clinical database.treatment of a left unruptured ica (internal carotid artery) sidewall aneurysm measuring 9.92mm x 7.19mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2011 and experienced left sided facial and scalp numbness on (B)(6) 2011.it was reported that the patient's condition resolved on (B)(6) 2013.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).